Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with injections. The customer believes the high blood glucose was related to not receiving insulin from the pump. The customer inserted a new infusing set but the device was not working. The customer stated that they will call back because they could not troubleshoot at the time of the call. The customer did not return the product back for analysis.